Manufacturer narrative:
B5 narrative information . No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient experienced persistent ventricular fibrillation requiring defibrillation or cardioversion on (B)(6) 2024, was admitted on (B)(6) 2024 and had a history of arrhythmia prior to implant along with an implantable cardioverter defibrillator (ICD). The arrhythmia was not thought to be device or therapy related and resolved. Additionally, on (B)(6) 2024 and (B)(6) 20204 the patient had respiratory failure I the setting of arrhythmias which led to an invasive surgical procedure requiring intubation for 9 days. The pulmonary embolism was diagnosed based on symptoms of pulmonary embolism. The patient had impaired pulmonary function, and their pulmonary arteries were narrow. The flow was declining under scrutiny to determine whether to change the speed of rotation etc. It was noted that the system monitor was rebooted after the message of "no records obtained', and since log files did not indicate any issue, no additional troubleshooting was performed.

Event description:
It was additionally reported on (B)(6) 2025 that the cause of the respiratory failure was vsd. The vsd was closed prior to left ventricular assist device implant however was considered to have reopened. Even prior to implant the patient was noted to have a narrow pulmonary artery. It was noted that the patient had been admitted on (B)(6) 2024 to an outside hospital and was direct current (dc) cardioversion defibrillation was performed. The patient was then admitted to the clinic on (B)(6) 2024. The patient experienced decreased oxygen level, spo2 at 70%. On (B)(6) 2024 the patient was intubated, but oxygenation did not improve. A computed tomography (CT) scan showed marked contraction of the pulmonary artery, and ECMO was performed. The patient was noted to be currently on ventilator in the ward.

Manufacturer narrative:
B3: event date corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on (B)(6) 2024 the patient had a right-to-left shunting due to a ventricular septal defect that resulted in respiratory failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that the alarms were due to extracorporeal membrane oxygenation (ECMO). A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log files captured events from (B)(6)2024. Low flow hazard alarms were captured on (B)(6)2024. It was noted that elevated pulsatility index were associated with the low flow alarms. No other notable events or alarms captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including cardiac arrhythmia, respiratory failure, and peripheral thromboembolism that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides an explanation of pump parameters, including pump flow and pulsatility index (pi). It also describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU lists arrhythmia and thromboembolism as a potential late postimplant complication. This section also outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. The IFU and patient handbook outline system alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the low flow alarms were caused by the ECMO and no troubleshooting for the low flows was done.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2024 due to worsening arrhythmia symptoms. The arrhythmia was controlled; however the patient remained hospitalized and underwent further examination as low flow was likely to occur. On (B)(6) 2024, symptoms of a pulmonary embolism were noted, and extracorporeal membrane oxygenation (ECMO) was performed which was noted to be still ongoing. During ECMO management the heartmate 3 was barely working, with flow being 0-0.4 liters per minute and low flows constantly active. When the history was checked on the system monitor, it displayed "no records obtained," so it was decided to check whether the system was operating normally. Log files were submitted for review and captured low flow alarm events on 15nov2024 that occurred at times when pulsatility index (pi) was elevated.

Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.